Event description:
At the beginning of the day, patient info was sent to docked pill cam recorder docked in docking station "a". Information was successfully sent to recorder, indicating a secure connection between the receiver and the docking station. Hours later, patient procedure was being set up to preform pill cam placement. Upon picking up the receiver, the rn noticed that battery indicated that it was depleted. While inspecting the receiver, the battery life indicator jumped from its red depleted iconography to instead show about 1/3 battery charge. The only other pill cam receiver currently in the department was a receiver that had given an incomplete study over the weekend (the department's 3rd receiver was being borrowed by hospital). The md requested to use that receiver anyhow as sedation had already begun and stated that if it failed, we could attempt again the following day. Patient information was loaded into the 2nd receiver and the procedure was attempted. Pill cam successfully paired to the receiver. After unsuccessfully deploying the pill cam in the patient's small bowel, I attempted to check the live feed of the pill cam's activity on the receiver. Upon looking at the receiver, I saw that the indicator light that flashes blue while paired was blank. When I attempted to view the live feed, the screen was blank. At this point I took the receiver back to the docking starting to reupload the patient's information in an attempt to repair the pill cam to the receiver. Upon docking the receiver an error message appeared stating "dr3 battery must be replaced before further use. To ensure product performance contact technical support for replacement." Md was informed at this point and procedure was aborted. Md and writer both spoke with the patient's poa stating the md's plan to attempt to use the receiver currently at anther location tomorrow.